Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. During the evaluation of the device at a third party service center the customer's complaint was confirmed. The device's system board was replaced to address the issue.